Manufacturer narrative:
Additional information has been received regarding the weight change from 1143 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reports insulin under delivery. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
Unit passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test(0.0873). No pump errors, insulin flow blocked alarms or anomalies noted, during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces and utilized using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6) 2024, matches the bolus amount delivered at 12:17:33 with 2.7u delivered, 18:26:25 with 1.2u delivered, 19:19:34 with 5u delivered and 20:33:01 with 5u delivered. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor and motor. Test p-cap locks properly into place, during testing. The following were noted, during visual inspection: scratched case. In conclusion, possible under delivery was not confirmed, during testing. No pump alarms, insulin flow blocked alarms or anomalies were noted, during analysis. Pump passed, full drive test. No pump errors or insulin flow blocked alarms were noted, in the pump download history. Bolus delivery and bolus programmed matched, during testing and in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.